Event description:
A doctor alleged that a patient experienced sensitivity after sonicfill was used for the restoration of his #2 tooth.

Manufacturer narrative:
The doctor reported that the patient recently had his teeth scaled, which could have possibly contributed to the sensitivity. The doctor removed the sonicfill composite from tooth #2 for the patient. The doctor replaced the restoration with a temporary material; the final restoration is scheduled to be completed in a few weeks. To date, the patient is doing fine. The product involved in the alleged incidents was not returned and no lot number was provided; therefore, no investigation can be conducted.